Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported they were recently in the hospital because they had a stroke. The consumer charged their implant on september 13th and ever since then their programmer said the battery was charged 100% and their tremors have returned. During the call the patient programmer (pp) was used to check if the implant was turned on and also reviewed how to turn the implant on and the consumer started to feel a much stronger sensation of stimulation than they were used to. Following this the consumer¿s daughter turned the implant back off. The left side was at 5.0 volts and the right side was set to 4.8 volts. It was reviewed with the consumer to follow up with the healthcare provider (hcp) so they could help reprogram the implant. Additional information was received from the consumer reporting the cause of the device being off was unknown. The return of tremors was resolved. They were seen by a manufacturer representative (rep) and reset.